Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the malfunction. The malfunction code displayed was malf 12, but there was no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.